Event description:
On 6/30/1998, a pt was being ambulated while his rx rocker wheelchair was being pushed behind him. Without warning, the back right wheel fell off. The pt was not in the chair and was not affected by the incident. Another wheelchair was obtained for the pt's use.